Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/22/2015. Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent revision of vaginal graft by the vaginal route on (B)(6) 2012 due to erosion of vaginal graft. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, cystocele, rectocele, and anal sphincter and mesh was implanted.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06040. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was concurrently with anterior/posterior repair and sphincteroplasty. It was reported that the patient underwent insertion of peripheral neurostimulator pulse generator and electronic analysis of implanted neurostimulator pulse generator system with intraoperative subsequent programming on (B)(6) 2014 due to urinary urgency and sui. No additional information has been provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal bleeding and dyspareunia.

Event description:
It was reported that following insertion the patient experienced vaginal bleeding and dyspareunia.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention.

Event description:
It was reported that following insertion the patient experienced urinary retention.